Manufacturer narrative:
D10 concomitant products: b12stf - b12stf bladed 12 std fix, lot# j3g2791y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, prior device application to the patient, there was carbon dioxide leakage from the valve from the start of use, resulting in a loss of pressure in the pneumoperitoneum. Precautionary measures and actions taken included changing the 12 millimeter trocar, but the problem persisted. Only the valve was changed, with the 11 millimeter trocar. It was noted that both trocars were broken. A competitor device was used to resolve the issue. There was no patient injury.